Event description:
A patient reported blood glucose results of "102 mg/dl, 119 mg/dl, and 151 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The meter, teststrips and control solution are being replaced.